Event description:
It was reported that the patient was unable to adjust stimulation and had experienced a loss of therapeutic effect. The patient stated that he thought his right side was turned off, but he was not sure. A few days ago, the patient stated that, upon waking, he felt like he was being "punched in the chest and thought he was having a heart attack." Troubleshooting with the patient programmer was unsuccessful, but the patient indicated that the patient programmer had batteries replaced yesterday. The patient stated that he had not used the programmer for about six months. The patient only used the programmer if he thought the ins had been accidentally turned off. No further information was reported. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog. Product type: programmer, physician: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006. Product type: lead: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006. Product type: lead: product ID 748240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 748240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).